Event description:
The pt experienced an increasing ache. The implant was revised and it was discovered that the posts have snapped.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results are insufficient to determine the cause of this event.